Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable hbv results with the cobas® mpx - 480t assay for a donor patient sample tested on the cobas 6800 analyzer. The initial result was reactive for hbv. On (B)(6) 2026, the repeat result was non-reactive for all targets. Serology result was negative.